Event description:
It was reported that the device reached elective replacement indicator (eri). The customer wanted to know why the device had only 4 years of longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Time of eri in save to disk on (B)(4) 2012 device eri <=2.62 volt. Weekly battery voltage trend data shows min b(v) =2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012. 2 patient alerts for low battery voltage occurred on (B)(4) 2012 03:00:06 and (B)(4) 2012 03:00:05.